Manufacturer narrative:
The 2 devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: fastener/device migration. 1 device: computer software/failure to calibrate or used out of calibration. 3 devices that were pending evaluation were evaluated, but the reported issue was not confirmed. Evaluation results findings (components/results): 3 devices: appropriate term/code not available/no findings available.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 46 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 5 devices: cable; electrical / electrical/electronic component problem identified, 7 devices: chassis/frame / deformation problem, 7 devices: chassis/frame / mechanical problem identified, 3 devices: chassis/frame / device migration, 1 device: chassis/frame / dust or dirt problem identified, 1 device: circuit board / electrical/electronic component problem identified, 1 device: circuit board / short circuit, 2 devices: circuit board / failure to calibrate or used out of calibration, 6 devices: computer software / failure to calibrate or used out of calibration, 1 device: electrical port / electrical/electronic component problem identified, 1 device: fastener / mechanical problem identified, 4 devices: hydraulic system / device migration, 1 device: gauges/meters / wear problem, 2 devices: sensor / electrical/electronic component problem identified, 1 device: chassis/frame / wear problem, 1 device: cable; electrical; cable; mechanical/structural; circuit board; gauges/meters / electrical/electronic component problem identified; mechanical problem identified, 1 device: connector/coupler / electrical/electronic component problem identified, 1 device: cylinder / device migration. 5 devices are pending evaluation. Evaluation results findings (components/results): 5 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 51 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.